Event description:
It was reported that an ultrafiltration event occurred during hemodialysis therapy with an ak 96 machine. An external fluid leak was observed from the machine "quick connector" connected to the dialyzer. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received or evaluated on site; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.